Event description:
Olympus medical was informed from the user that during the reprocessing, the nozzle was clogged with foreign matter. The user completed the procedure with the subject device. There was no report of patient injury associated with the event.

Manufacturer narrative:
The device was inspected at olympus service operation repair center in (B)(4). Omsc reviewed the manufacturing history (DHR) of the subject device and confirmed no irregularity. It turned out that the foreign matter stuck in the nozzle was white and yellow fibers. From the above, it is presumed that the event occurred by the following mechanism. Fibers from waste cloth and paper towels used in the reprocess entered the air supply and water supply channels of the equipment. The fibers that entered the water supply channel reached the nozzle and became clogged. In addition, because the nozzle was deformed, the fibers that had entered the air supply / water supply channel were not removed by an appropriate reprocess and remained in the nozzle. If additional information becomes available, this report will be supplemented.